Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The product was returned, and the issue was confirmed. The pump was returned and deformations in the pigtail suggested guidewire resistance. No guidewire was returned. Per the results of the clinical review and investigation, the root cause was determined to be use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was being implanted with an impella 5.0 device for mechanical circulatory support. During prep, the inability to introduce the 0,018" guidewire through the pigtail was noted. Many guidewire entrapments reported by the surgical team. The pump was exchanged. The patient was critical but survived change to the new pump.